Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): device - incomplete analysis-damaged during analysis. The high current drain condition was confirmed. The exact cause of the anomalous condition could not be determined hybrid was damaged during analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient was admitted to the hospital "with symptoms." Telemetry could not be established with the device. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient was admitted to the hospital "with symptoms." Telemetry could not be established with the device. The device was explanted and replaced. No further patient complications were reported as a result of this event.